Event description:
The reporter indicated that venticular oversensing occurs when the pt stretches or moves her head in the vertical direction. X-rays and lead impedance looked okay. An attempt will be made to check the lead impedance while oversensing is occurring. Programming the device to unipolar will also be tried. The reporter will call back with any additional info.